Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the handpiece cannot be opened after the jaws are closed. They have to pull it by hand to open. There was no patient involvement.